Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the delivery pusher became stuck in the microcatheter. During an attempt to withdraw it, the coil prematurely detached. The implant coil was successful retrieved using an endovascular snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for evaluation as it was reported discarded. (B)(4).